Event description:
It was reported that the physician was concerned that for this model lead the anchor sleeve is not holding the lead in place once tightened. There have been a number of cases where the lead slips in the sleeve and dislodges. Revision is necessary. The physician felt that the design of this model lead may cause higher than normal dislodgement rates, as the lead has a smaller diameter and is made with a material that may have a lower coefficient of friction with the suture sleeve. There is also concern that applying extra tension to sutures has the potential to deform the lead body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).